Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Pump passed the idle current test, run current test, self test and off no power test. Pump received with normal operating currents. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No unexpected low battery alarm noted.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.